Event description:
A surgeon reported the system stopped and no infusion was experienced during a cataract extraction procedure. The surgeon noted the pt experienced a posterior capsule rupture; however, the intraocular lens was implanted in the capsule bag. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).